Event description:
It was reported that a tandem mobi cartridge alarm occurred during the loading process, with no previous reports of similar alarms. There was no adverse impact to the customer¿s blood glucose level. Despite following instructions to reload the original cartridge and using proper loading techniques, the issue persisted as the cartridge alarm recurred. The customer was unable to resume insulin therapy with the current setup. Tandem technical support instructed the caller to deliver a bolus and, when that did not resolve the issue, arranged for a replacement pump and cartridge to be sent. The customer was informed about programming the replacement pump with their settings and connecting their cgm. Instructions were also given on putting the pump into storage mode and returning it to tandem to avoid charges. The customer planned to use a backup insulin pump to ensure continuous insulin delivery. Additionally, the customer was made aware of software updates available for their new pump.